Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. DHR for the libre sensor kit were reviewed and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no trips were observed. Complaint data analysis has been reviewed for this product and issue. Review of freestyle libre sensors show no adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing "problems" during wear of her adc freestyle libre sensor. It was further reported the customer experienced a skin reaction related to the sensor and had contact with a healthcare professional. The customer was prescribed an unspecified antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.